Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7072208, brand name: linear st, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5160907. Brand name: linear st, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6). Batch: 7075267.

Event description:
It was reported that the patient experienced inadequate stimulation with the leads placed in the epidural space due to lead migration and experienced a loss of efficacy with the leads placed over the cluneal nerve. The patient underwent a lead revision procedure where the physician replaced the leads and implanted new leads in the epidural space. The patient recovered well from surgery and received good pain relief with the new leads. The explanted leads will not be returned as they were retained by the medical facility.